Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old american indian female patient, who underwent primary breast augmentation with two 425cc mentor siltex round spectrum saline breast prostheses, suffered bilateral breast implant deflations post-procedure. The patient initially noticed one of the implants going flat and two months after, the other did the same. In addition, the patient inquired if the implant were going to cause them any bad problems for staying flat and for sitting at the bottom of their breasts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.